Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the insert was found to have a blade broken. The blade broke at roughly the midpoint. A piece approximately 0.350" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The instrument was found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. There was no material missing as a result. A review of the site's complaint history does not show any additional complaints related to this product and/or this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument blade suddenly broke. A fragment fell into the patient and was retrieved during the same procedure.

Manufacturer narrative:
The following additional information was received: the event occurred during da vinci-assisted low anterior resection procedure. The surgeon was grasping unspecified tissue when a blade from the harmonic ace instrument broke off inside the patient. The surgeon did notice issues with the functionality of the instrument during the surgical procedure; however, no specific details were provided of the issues. The instrument did not collide with any other instruments or hard materials. The assistant retrieved the fragment with a forceps instrument. No post-operative tests were performed. The procedure was completed robotically with a back-up harmonic ace instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications. Patient demographics were not available.

Event description:
Refer to h11 for follow-up information.